Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 173 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip and minor scratches on display window, which were noted during a visual inspection. No button error alarms were noted. All buttons functioned properly; however, corroded keypad traces were noted.